Event description:
Possible catheter shearing discovered upon peripheral IV cannula removal and was surgically removed.

Manufacturer narrative:
If a sample is received an investigation will be completed and a follow-up report filed. (B)(4).